Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported that after switching the impella cp in 'auto mode" during support for a 68-year-old male patient, 'suction alarms' and 'impella flow reduced' alarms appeared. The physician noted that the papillary muscles may have been drawn into the pump causing the suction alarms. The pump slipped into the left ventricle leading to the pump having to be repositioned. However, the pump ultimately stopped 15 minutes later. The pump was explanted and another device was used. After the explant, the pump was noted to be kinked. There was no reported patient harm.

Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. According to the clinical, immediately after beginning impella cp support constant suction alarms were recorded. Product evaluation confirmed no abnormalities with the pump, but pump stop was able to be reproduced. Data log analysis confirmed positioning issues but did not include impella defective alarm or pump stop. The most likely cause of the positioning issues were use related.